Event description:
It was reported that the tubing set spike unintentionally disconnected from the chemotherapy infusion bag causing a significant loss of medication. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional patient information: diagnosis; lung cancer.

Event description:
It was reported that the tubing set spike unintentionally disconnected from the chemotherapy infusion bag causing a significant loss of medication. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Correction: demographics requested but not provided. The customer¿s report that the tubing set spike unintentionally disconnected during an infusion was not confirmed. The suspect event set (model 10013361, lot 19036336) that was in use at the time of the event was not returned for investigation. Received from the customer was one unopened associate primary set model 10013361 with lot number 19045188. No anomalies noted upon visual inspection. Functional, infusion testing with a lab pump module, and pressure testing also found no leaking, alarms, disconnections or issues with the returned set. The root cause of the disconnection of the spike from the IV bag was not identified.

Manufacturer narrative:
Concomitant medical products: 100 ml b braun bag, ref (B)(4), ndc 0264-1800-32. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set spike unintentionally disconnected from the chemotherapy infusion bag causing a significant loss of medication. The customer further stated that there were no adverse effects caused to the patient from the event.